Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon (unknown dose and concentration) via implanted infusion pump indicated for hereditary spastic paraplegia (hsp). It was reported that during a luncheon seminar adverse reactions were described in the case report included in the presentation slides (p51-54). It was reported that on (B)(6) 2026 the report had been submitted; however, it was resubmitted on (B)(6) 2026 after adding cerebrospinal fluid leakage as a device-related issue. On (B)(6) 2026, revision instructions were received from the safety management department, and the report was revised and submitted accordingly. The patient experienced cerebrospinal fluid leakage, difficulty urinating, and decreased muscle tone. It was reported that the cerebrospinal fluid leakage, difficulty, urinating, and decreased muscle tone had a related causal relationship with the drug. It was further reported that the symptoms were related to device trouble. From 0-1 year: cerebrospinal fluid leakage occurred and resuturing was performed; difficulty maintaining standing due to decreased muscle tone and urinary difficulty improved. After 1 year: gabalon 0.05% formulation used for dose adjustment; refill performed once every two months. After starting itb therapy, ashworth score right/left, lower limb, hip abduction 3/3, hip flexion 2-3/2-3, knee flexion 2-3/2-3, ankle dorsiflexion 2-3/2. The patient's history was reported that originally, prior to implant, the patient had psychomotor developmental delay of unknown cause. Speech at the single-word level; able to walk independently. The patient was diagnosed with spg9b (aldh18a1 compound heterozygous mutation) based on genetic testing. At age 14, their spastic gait became more pronounced, progressing to a scissoring gait. At age 15 the patient was unable to walk alone independently; required assisted walking. At age 16, diazepam and baclofen slightly alleviated symptoms but made assisted walking difficult. At age 17: recommended itb therapy, tested effective in trial. The patient visited another hospital's neurology department for a second opinion outpatient visit. Similarly, itb therapy was recommended, and surgery was performed at the clinic (catheter tip is th5). Further history noted prior to itb therapy was ashworth score right/left, lower limb, hip abduction 4/4, hip flexion 3/3, knee flexion 4/4, ankle dorsiflexion 4/4.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.